Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications

Event description:
On (B)(6) 2014 the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. The landing zone of the device was in the area of the aortic artery with a diameter of 19-21 mm. The aneurysm diameter was 50mm. During the last ballooning with a 40mm cook coda balloon, the balloon marker were visible in the endoprosthesis, the balloon jumped proximal out of the trunk and caused above of the device a rupture of the native aortic artery. The original diameter on this location was 17mm measured before implantation. The blood pressure decreased and the physician decided to convert the patient to open surgery. During the open surgery procedure the physician saw that the aortic artery was cut from the rupture and he decided to explant every implanted devices from gore. The physician implanted prosthesis's from the company maquet, type hemagard knitted. The patient was submitted to the intensive care unit. Due to internal bleeding after the procedure the patient had a second operation. The patient passed away on an unknown date during the last procedure.

Manufacturer narrative:
Corrected report to reflect serious injury, as the device did not cause or contribute to the death.